Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.

Event description:
The event is reported as: complaint alleges: an ICU nurse manager informed a (tfx sales rep) that a patient intubated with a sheridan hvt tube started to desaturated and the nurse discovered that the et tube had kinked. The patient was extubated and exchanged with a covidien et tube.